Manufacturer narrative:
(B)(4); date sent: 3/30/2022. Investigation summary: the visual analysis found that the returned device had an exposed well ball paired with the washer trough hole of the adjacent bead. The affected washer through hole diameter was measured with computed tomography (CT) and was found to be greater than the specification. The washer through hole had small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer didn't exhibit gross loss of shape. Top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball appears to be spherical and slightly off-axis with respect to the wire. Review of the device dimensions at the failed junction showed a larger that specification washer through hole diameter and a within specification weld ball. It is presumed that geometric combination of the through hole and weld ball led to the discontinuity of the device. The link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. A manufacturing record evaluation was performed for the finished device batch number 21855, and one related non-conformance ((B)(4)) was identified at a component level (washer lot numbers 21604 and 20174, consumed in finished goods lot 21855). The 100% inspection of these washer lots as part of nc activities found no issues.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2022.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is there an image that shows the discontinuous linx? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device lot number? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Will the device be returned for analysis? Additional information received: op notes: (B)(6) reported the appearance, starting from 2017, of symptoms of gastroesophageal reflux with retrosternal heartburn, regurgitation and epigastric pain. He then performed a first egds with a finding of hiatal sliding hernia and cardial incontinence for which he undertook ppi therapy with initial benefit. After about 6 months he reports all symptoms returning, with no benefit from full dose therapy (esomeprazole 40mg x 2). On (B)(6) 2019, the execution of a new egds was prescribed, an x-ray of the upper digestive tract, a high-resolution manometry and a 24h ph-impedance analysis. There was severe cardial incontinence with pathological acid reflux and preserved esophageal motility. The linx magnetic device system was then indicated. On (B)(6) 2019 the patient was then subjected to exploratory laparoscopy surgery, reduction of a small sliding hiatal hernia, posterior hiatoplasty with 4 detached prolene 2/0 points and positioning of linx magnetic device n. 16 (opening of the measuring device at 14). The postoperative course was carried out regularly, with a chest x-ray and upper digestive tract showing the correct positioning of the device with a correct transit of the contrast medium. The patient reported the recurrence of prevailing symptoms of retrosternal heartburn, regurgitation and drooling. On (B)(6) 2021, indication for the execution of a new egds, a high resolution esophageal manometry, an rx digestive tract of the first ways. The egds documented the reappearance of cardial incontinence (hill 3) while the digestive tube x-ray documented the presence of continuity of the magnetic device on the left side, with preserved transit of the contrast medium and mild dyskinesias of the distal esophagus. On (B)(6) 2021 the patient was then subjected to laparoscopic surgery, removal of the magnetic device and packaging of anti-reflux plastic according to. Toupee. The postoperative course took place regularly. A first-way digestive tract x-ray, performed on the 1st postoperative day, showed the correct transit of the contrast medium through the antireflux plastic, in the absence of spills. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient receive a linx implant on (B)(6) 2019, after full diagnostic teat path certifying gerd and availability for surgery. In first 6 months the healing path was good. After a strong vomit episode the patients start with gerd symptoms again. After a egds and rx on (B)(6) 2021 the patients has been listed for a revision surgery. This happen on (B)(6) 2021 where the hcp removed the explanted linx and did a toupet fundoplication. During the surgery looks like the linx ring was broken in the connection point between 2 beads. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Gerd symptoms after implant and a revision surgery to remove the implant, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. If yes, describe egd ,manometry ,rx..

Manufacturer narrative:
(B)(4). Date sent: 12/23/2021. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: according to the additional information there are video's/images that can be shared". Please send them to productcomplaint1@its.jnj.com. Additional information was requested, and the following was obtained: is (B)(6) a serial number or a lot number? This is the lot number. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.